Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a button kit placement procedure on a (B)(6) female patient on (B)(6)2009. According to the complainant, the initial procedure was completed without any complications. On (B)(6)2009 the button cover would not close and it was not possible to place the probes. This device remains in use. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).